Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump had emitted a low cartridge warning; however, the patient then attempted to deliver a bolus and the cartridge was empty. The pump allegedly had not emitted an empty cartridge alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: during investigation, the pump alarm history contains 30 records from (B)(6)2018 to (B)(6)2018 low and replace cartridge warnings are recorded. The complaint regarding pump not alarming "empty cartridge " was reported on (B)(6)2015, according to the pump history the pump was in use until(B)(6)2018 there was a low and replace cartridge warnings were reproduced during investigation , pump alarmed low and empty with audible alert and screen message. Due to continued pump use the black box and pump history is no longer available to confirm cartridge warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.